Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported that a uromax ultra dilation balloon catheter device was used during a retrograde intrarenal surgery (rirs) procedure. Reportedly, the uromax balloon broke during inflation. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h2: additional information: block b5 (describe event or problem), block e1 (initial reporter address). Block h6: device code a0402 captures the reportable event of balloon burst. Block h11: investigation result the returned uromax ultra balloon device was analyzed, and a visual evaluation noted that the balloon was not folded which indicates that the balloon was subjected to positive pressure. It was also noted that during a leak test, that the balloon was inflated to its rated burst pressure for 30 seconds using deionized water without a problem. A vacuum was then applied, and inflation device was verified at 20 atmospheres before and after use with calibrated pressure gauge. The balloon was inflated and deflated to rate burst pressure three times repeatedly with no leaks or drop in pressure noted. No problem was noted with the balloon inflation or the balloon material. A visual and tactile analysis revealed that there were no problems found to the shaft, and the tip of the device. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. With all the available information, boston scientific concludes that the reported event was not confirmed. Based on the successful inflation of the balloon to rated burst pressure and no device damage being found during analysis the returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, an investigation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a uromax ultra dilation balloon catheter device was used during a retrograde intrarenal surgery (rirs) procedure. Reportedly, the uromax balloon broke during inflation. Additionally, the balloon ruptured between 12 and 18 atmospheres (atm). The procedure was completed with another of the same device with no patient complications.